Event description:
It was reported that during a clinic visit, this left ventricular (lv) lead was observed to exhibit high out of range pacing impedances. The health care professional (hcp) called technical services (ts) and requested further review of the presenting electrogram (egm). Upon review, ts confirmed the lv lead pacing impedances to measure to be greater than 2000 ohms. At this time, the lv lead remains in service. No adverse patient effects were reported.